Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high co2 results generated by unicel dxc 600 pro synchron chemistry analyzer which caused the anion gap numbers to be low. The erroneous results were not reported out of the laboratory. Patient results are not available. Patient treatment was not impacted.

Manufacturer narrative:
The ise system is calibrated every twice a day by a qc run. Qc run results prior to the event were within labs established limit. Anion gaps were reviewed and the results were low. The customer recalibrated the unit. A bci field service engineer (fse) replaced the membrane on the co2 electrode and alkaline buffer filter. Fse cleaned the flow cell and alkaline bugger damper. A clear root cause cannot be determined for this event.